Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv4092 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the attachment of the oversleeve portion was not done uneventfully on (B)(6) 2021. During infusion on (B)(6) 2021, the oversleeve portion was detached from the catheter at the connection. With 2cm exposed externally, it almost entered the body of this patient.